Manufacturer narrative:
This is our initial report on this incident.

Event description:
On august 14th the customer reported about a discordant test result of a sample during the validation of ih 1000, involving an anti-fya specimen . The screen of the patient sample tested with ortho cells showed positive results with homozygous cells (1+) and heterozygote cells (+/-) whereas the testing with bio-rad ih-panel cells yielded into negative test results. The customer did not return the supposedly defective product (ih-panel 11/ lot # 8823011) and the patient sample which had caused the discordant test result. At the time the complaint was reported, the expiration date of the product was already exceeded. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Investigation of our quality control laboratory is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a discordant result during validation involving an anti-fya. Customer stated that the screening and identification with ortho reagent red blood cells yielded positive results (+/- to 1+) with homozygous cells (fy+b-) only and ih-panel 11 yielded negative results. At the time the customer filed his complaint, the supposedly defective product was already expired. Therefore a testing of our quality control laboratory's retention sample was not possible. The customer did not return the patient sample that had caused a false negative test result. Therefore no investigation could be conducted. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.